Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that two weeks post implant the lead had perforated the patient's heart wall however intervention was not performed for several months later.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to patient developing a pericardial effusion. There was no evidence of a perforation. No adverse patient effects were reported.